Event description:
The customer contact reported that channel 1 of the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department for a report of channel 1-error code e321, battery charge timeout. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, channel 1 of the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, channel 1 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified s part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.